Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use everolimus eluting coronary stent systems, xience xpedition small vessel (sv)/long length (ll) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery (lad) that was 100% stenosed. The patient presented with angina. Angiography revealed 90% stenosis in the mid lad. Pre-dilatation was performed using a non-abbott balloon catheter. A 3.5 x 33 mm xience xpedition stent was deployed at 16 atmospheres. Post-implantation, fluoroscopy showed a distal edge dissection. An unspecified xience xpedition stent was deployed to cover the dissection, ending the procedure. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.